Manufacturer narrative:
Qn# (B)(4). No product evaluation could be completed as no product was returned for the investigation. A lot number was not provided by the customer, therefore, lot traceability to the heraeus wire could not be performed. Case details were reviewed. It is unknown how much of the distal tip wire separated. It is unknown if the wire was passed through the needle. The IFU states the following warning: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported "patient under going permacath placement on extremity that had previous catheter placements. The provider noted that the vein was occluded and tried to push pass the occlusion in an effort to ensure patient did not lose placement in extremity. He was unable to pass occlusion and withdrew guide wire. Once withdrawn it was noted that tip of wire broke. Contrast visualization was performed to verify occlusion and location of tip of wire. It was determined that vein was occluded without further use and that tip was in a location that it would not move or cause harm." The current condition of the patient is "unknown" at this time.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "patient under going permacath placement on extremity that had previous catheter placements. The provider noted that the vein was occluded and tried to push pass the occlusion in an effort to ensure patient did not lose placement in extremity. He was unable to to pass occlusion and withdrew guide wire. Once withdrawn it was noted that tip of wire broke. Contrast visualization was performed to verify occlusion and location of tip of wire. It was determined that vein was occluded without further use and that tip was in a location that it would not move or cause harm." The current condition of the patient is "unknown" at this time.